Event description:
It was reported that the right ventricular lead exhibited unipolar lead impedances in the 700 ohms range and greater than 2500 ohms in bipolar. Ventricular thresholds were elevated. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.